Manufacturer narrative:
The pod was received fully deployed. The download data showed that the pod completed both first and second priming sequences in 59 pulses and was deactivated at the end of second prime. Timeouts occurred during priming, however the data indicates that a drive stall did not occur in tandem with the timeouts. Rerun of the pod did not replicate the timeouts, and no abnormalities were observed in the rerun data. Inspection of the needle mechanism components found no damages or deficiencies that would result in the needle mechanism deploying late. Although no issues were noted with the needle mechanism, it could not be determined when the needle mechanism deployed. The cause of the reported needle deploying late could not be determined.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the needle mechanism had a delayed deployment and the pod was unable to be used. The pod was discarded.